Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the (B)(4) ,the evaluation is identified as other / not able to duplicate issue. Chair fully functional including tilt. Electronics error codes are in fault log. User possibly exposing chair to excessive moisture/torque.

Event description:
(B)(4) states, that (B)(6) from (B)(6) called him yesterday and states that the customer called (B)(6) and alleges that he was in the kitchen and the chair started driving by itself. The chair went into the dining room and hit the dining room table. The chair would not stop until the roommate came and shut the chair down. No injuries reported at this time.